Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 800 cc gel breast prosthesis, cat. #3548007, lot #149878. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 800 cc gel breast prostheses that both ruptured after implantation. As a result, the patient will undergo bilateral explantation on (B)(6) 2018. This medwatch report is for the 2nd of two breast prostheses.